Manufacturer narrative:
Plant investigation: the blood pump rotor was received with a broken rotor cover for evaluation. The rotor has a missing sleeve (guide sheave) on one of the front guide pins. The guide pin has signs of debris. One of the rear guide sleeves is loose and deformed, which can be easily removed from the guide pin. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for two hours. The rotor did not damage the bloodline and there were no fluid leaks, no unusual noise, nor alarms during testing. The ¿blood pump failure¿ message did not occur during the test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported event is confirmed.

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white caps are shooting off on to the floor, making weird sounds in the machine and then tearing a hole in the blood lines. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, serial number (B)(6) , slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves were shooting off and tearing on the blood pump during a patient's hemodialysis treatment. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was the original to the machine. The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer, or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white caps are shooting off on to the floor, making weird sounds in the machine and then tearing a hole in the blood lines. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, serial number (B)(6), slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves were shooting off and tearing on the blood pump during a patient's hemodialysis treatment. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was the original to the machine. The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer, or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white caps are shooting off on to the floor, making weird sounds in the machine and then tearing a hole in the blood lines. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, serial number (B)(6), slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves were shooting off and tearing on the blood pump during a patient's hemodialysis treatment. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was the original to the machine. The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer, or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the product was not returned. A physical investigation could not be performed. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated the hemodialysis (hd) machine rotor was coming apart and the white caps are shooting off on to the floor, making weird sounds in the machine and then tearing a hole in the blood lines. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, serial number (B)(6), slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves were shooting off and tearing on the blood pump during a patient's hemodialysis treatment. The bmt was able to replace the blood pump rotor and the machine was placed back in service. The rotor was the original to the machine. The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer, or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.